Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked. The issue was identified during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: this event occurred during an unspecified date of april 2022, further described as "middle of april". Initial reporter address: (B)(6). Manufacturing facility - (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.